Event description:
The manufacturer received information alleging a malfunction occurred on a ventilator device. The device was not in use on a patient at the time of the occurrence. The device was inspected by a philips authorized service provider (asp), where it failed the active exhalation verification (aev) during initial evaluation. The failure of the aev indicates that the system was unable to confirm proper function of the active exhalation valve. The device is currently pending further repair actions. The root cause is not confirmed at this time. No additional components were replaced during the service unrelated to the reported malfunction. Final functional testing and full evaluation are pending.

Manufacturer narrative:
The manufacturer previously reported: "the manufacturer received information alleging a malfunction occurred on a ventilator device. The device was not in use on a patient at the time of the occurrence. The device was inspected by a philips authorized service provider (asp), where it failed the active exhalation verification (aev) during initial evaluation. The failure of the aev indicates that the system was unable to confirm proper function of the active exhalation valve." The device was evaluated and found to need a proportional valve and 3 way solenoid valve. The device passed all tests and was returned to service. Risk assessment: the reported failure of aecm failure is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.